Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device not available.

Event description:
The customer reported that they were doing a t2 recon procedure and a 4.2 mm drill broke in the patient and was left inside the patient.